Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a patient. There was no patient information. Return product is available for investigation. Method results positive/negative I-stat >1000 positive access 2.0 negative I-stat 600 positive there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml) female 490 13 (10, 17) male 404 28 (19, 58). Overall 895 21 (14, 30).

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 18-mar-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot b25319a.